Event description:
It was reported that the primary audible background test alarm was displayed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4). A corrective and preventative action (CAPA) has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found the device top case is cracked by front corners. Bottom case is cracked by l-bracket screws. Plunger head is cracked by all screws. The technician was unable to duplicate the primary audible alarm (background) bgnd test during occlusion test. The root cause of the reported event was unable to be determined. The technician replaced speaker for preventive. Performed occlusion test which passed and performed all functional tests and passed.